Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to a ventricular tachycardia storm, cardiogenic shock, right ventricular failure, multi system organ failure (msof), and pulseless electrical activity cardiac arrest. It was noted that the patient had a history of ventricular tachycardia and had an implantable cardioverter defibrillator (ICD) prior to the pump. The arrythmia and right heart failure were not reported to be device or therapy related. It was also noted that the patient had no history of right heart failure prior to the pump. Cardiopulmonary resuscitation (CPR), advanced cardiac life support (acls) and treatment for msof were performed. The device operated as expected. The outcome was not reported to be device related.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and primary UDI. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, ¿introduction¿, of the IFU lists potential adverse events, including cardiac arrhythmia, multiple types of organ failure and dysfunction (including right heart failure), and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.